Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection was performed showed a missing 2 bump pads, dented housing. Functional inspection was performed and showed "device failed- please return" error message when turned on, device operation failed to go past the error message. Further investigation entering into administrative mode revealed a previous failure code 32- extremely low battery. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause was determined to be low battery failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device failed between patients. Does not power on. No patient harm reported.